Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm power system error . Customer's blood glucose was 8 mmol/l. The customer was advised to disconnect from the device. The customer was advised to remove aa battery and monitor the nonfiction light. The customer was advised to wait for the notification light to stop flashing, insert a brand new aa battery, clear the alarm, update the pump's time and date as needed and complete the reservoir and tubing process. The customer was advised to monitor.